Event description:
During preventive maintenance service, the manufacturers service technician reported the device was failing due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence the ventilator continues to provide ventilatory support using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. The reported finding was not reported during any previous usage. There was no patient involvement and no patient harm reported. The service technician replaced the oxygen solenoid valve to address the reported failure. Final testing was completed to operating specifications with no fault recurrence reported.